Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Set screw marks on the terminal pin were as expected. A cut in the outer insulation and outer conductor coil was observed approximately 18 cm from the terminal pin. As a result, resistance testing found the lead was not electrically continuous. X-ray analysis confirmed the inner conductor coil was intact. Laboratory analysis concluded the damage to the insulation and outer conductor coil was induced when the physician intentionally made a hole in the lead to pass a new wire for another ra lead to be implanted. The cause of the noise that was observed when the lead was connected to the device header could not be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, noise was observed when the lead was connected to a device header and the device was placed in the pocket. The lead was removed from the device header and reinserted several times, however, noise was still present. A little hole was made in the lead to pass a new wire and another ra lead was successfully implanted with no noise present. This lead was attempted, but not implanted. No adverse patient effects were reported.